Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer stated that she was trying to change her reservoir, and when she tried to fill the tubing, she noticed that insulin squirted out before the device alarmed. The customer did not provide the blood glucose reading but noted that it was in the 300 mg/dl range. She stated that the device had not been dropped or bumped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to replace the insulin pump and agreed to return the device for analysis.